Event description:
The hospital reported that first seal would not deploy into the aorta and the second one was cracked while being loaded into the delivery tube. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation details: a visual inspection was conducted on device. The visual inspection shows that the plunger is depressed, and the seal is still loaded inside the deployment tube and cracked. The complaint is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.